Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe has returned for evaluation, on the visual evaluation of the probe, it appeared clean and the aperture closed fully. The saline cap is returned, and proximal retaining cap was glued to the probe. No other anomalies were identified. On the functional evaluation of the device, the probe was attached to in the in-house driver and calibrated without any issue, additionally the probe calibrated twice and calibrated successfully without any issue. Then the probe attached to two in-house driver housings that have tighter tolerances and fit without issues. Therefore, the reported calibration issue is unconfirmed as the probe calibrated thrice without any issue, no unusual noises and no error messages were displayed on the console. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021), g4. H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy procedure through calcification tissue, the device allegedly failed to calibrate. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that prior to an ultrasound-guided breast biopsy procedure through calcification tissue, the device allegedly failed to calibrate. The procedure was completed using another device. There was no patient contact.